Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor occurred. Data was evaluated and the allegation was confirmed to be an early sensor expiration. The probable cause could not be determined. No injury or medical intervention was reported.